Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated scan errors while attempting to start a new freestyle libre 3 plus sensor, after which activation was ultimately successful and the sensor entered warm-up. No adverse clinical symptoms reported. Outcomes included no reported impact beyond temporary use disruption and user troubleshooting. User support included customer support troubleshooting and education. Investigation of this case revealed no device malfunction confirmed, with user guidance resolving the scan error and enabling successful activation. It was concluded, based on previously established findings for similar reports, that user interaction and setup factors were the most likely cause.